Event description:
It was reported that during a polypectomy procedure, the snare loop detached. The snare loop detached from the snare catheter while attempting to place the snare around a polyp during a colonoscopy with polypectomy procedure. The snare detached while inside the pt and was retrieved with biopsy forceps. The procedure was completed with another of the same device. There were no pt complications and the pt was reported to be fine post procedure.

Manufacturer narrative:
The device history record was reviewed and deviations were not found. The unit involved in the event reported was disposed by the customer. Therefore, no product analysis could be performed. The complaint can not be confirmed. All info available was reviewed, however, there is not enough evidence to determine a specific root cause for the event reported root cause is undeterminable.